Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the stimulation feeling like it moved were that the patient was back at work lifting some crates and boxes. The patient reported that no steps were taken to resolve the issue at their appointment and it was not resolved but felt worse. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt their stimulation had moved since sunday. The patient stated they would try to turn the stimulation down and follow up with their healthcare provider as needed. No actions were taken on the call. No further complications were reported.